Manufacturer narrative:
Per the pump user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. The customer¿s blood glucose was 200 (mg/dl). Reportedly, the customer was not wearing the pump and the transmitter within line of sight. After moving the devices within line of sight, the pump and the transmitter regained connection.